Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that , the cs100 intra-aortic balloon pump (iabp) failed electric code 42.

Manufacturer narrative:
A getinge field service engineer (fse) was dispatched to investigate the issue and confirmed failure through the device logs. The fse states dss and iabp datasheet replacement , transducer calibration, functional checks and diagnostic tests performed. Repair was completed. The device has passed all performance and safety tests according to the parent company's specifications. The device was returned to the customer and cleared for clinical use.

Manufacturer narrative:
**UDI related data quality updates only** providing updated device identification information in alignment with gudid.

Event description:
N/a

Event description:
It was reported that before use, the cs100 intra-aortic balloon pump (iabp) failed electric code 42. There was no patient involvement.